Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. The r-waves and rv pacing impedance measurement were noted stable. In the clinic, the oor measurement was unable to be reproduced. All other daily measurements were noted stable. The physician was satisfied and no x-ray was performed. The patient will continue to be followed. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.